Manufacturer narrative:
Device evaluation summary device evaluation of charger/modem (B)(4) has been completed. The reported problem (charger resets/won't power up) has been confirmed. As received, the charger/modem was resetting and unable to recognize a battery. Additionally, q1 and u13 on the bedside board was internally shorted. Upon evaluation, liquid contamination was found on the battery board. The root cause for the failure was contamination on the battery pca and the bedside pca. The root cause for the contamination was an ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the charger was resetting and won't power up.